Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the rep met the patient the day of the call in the healthcare provider¿s office and the patient reported that a couple days after their last appointment on (B)(6) 2019 they felt surges and the ins turned off intermittently. The rep noted the impedances were ok. The rep also stated they saw a message that indicated that a por had possibly occurred. It was reviewed that these are potential indications that the ins battery was low and needed to be replaced. The rep stated that the patient was getting therapy. The rep was going to discuss with the healthcare provider regarding an ins replacement. It was noted that the changes in therapy were sudden. On (B)(6) 2019 the patient called to report they were having their ins replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) ((B)(4)) output and telemetry were acceptable; however, the battery was near normal battery depletion. Analysis of the lead ((B)(4)) revealed broken conductors at or near the tines. Product ID: 3889-28, lot# j0349266v, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2007-12-01, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the surging and ins turning off intermittently was not determined, but the rep noted technical support thought it may be due to low battery life of the ins. No further complications were reported.